Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a omega stent delivery system (sds) and stent. The product mandrel and balloon protector were received separate from the sds. There was no blood or contrast on the device. The balloon was tightly folded. There were several rows of stent struts stretched extending beyond the distal tip of the sds. There was no damage to the sds. The returned stent was damaged; however, there was no evidence that this was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on additional information received on (B)(4) 2011. It was reported that prior to a stenting treatment procedure, the device was damaged. As the 4.0x32mm omega stent was opened and prepared for use, the device was observed as "damaged". Procedure was completed with different device. Additional information received reveled stent damage. This product is only ous approved but it is similar to an approved us device

Event description:
Reportable based on additional information received on (B)(6) 2011. It was reported that prior to a stenting treatment procedure, the device was damaged. As the 4.0x32mm omega stent was opened and prepared for use, the device was observed as "damaged". Procedure was completed with different device. Additional information received reveled stent damage. This product is only ous approved but it is similar to an approved us device.